Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified adverse events, and death. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2001, and an unk morcellator was used. It was reported that the patient had a high-grade metastatic leiomyosarcoma, and underwent multiple surgeries and rounds of chemotherapy to slow the progression of the disease. It was further reported that the cancer spread to the patient¿s lungs and spine. The patient died on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Manufacturer narrative:
(B)(4). It was reported patient had pelvic radiation in (B)(6) 2001 and had a recurrence of the disease in (B)(6) 2006, and had a partial lung resection (x3 for recurrences) and additional chemotherapy through 2008. She had metastatic disease in her verterbra ad radiation in 2010 and a laminectomy in 2011.